Manufacturer narrative:
No investigation required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Patient codes 2263 and 1710 were removed and replaced with 2199. Method code 3331 was removed. Results codes 213 and 114 were removed and replaced with 3221. Conclusions codes 22 and 4311 were removed and replaced with 67.

Event description:
Patient ID: (B)(6). It was reported that a percutaneous coronary intervention (pci) was performed on (B)(6) 2018 when the 3.5x18 mm xience sierra stent was implanted in the proximal left anterior descending coronary artery (plad). Catheterization on (B)(6) 2018 showed disease in the mid and prox lad in between the first diagonal artery. The patient had chest pain that persisted through the (B)(6) 2018 pci and another pci on (B)(6) 2019. On (B)(6) 2019 the patient had worsening chest pain/angina. There was residual disease in the lad, septal artery, and third diagonal artery despite the patient having a left internal mammary artery graft. Angiogram found in-stent restenosis in the plad. Pci was performed with a drug eluting stent in the mid lad. Pci was also performed in the plad, septal and diagonal arteries. The chest pain resolved and the patient was discharged from the hospital by (B)(6) 2019. Subsequent to the previously filed report, additional information was received that on (B)(6) 2018 the 3.5x18 mm xience sierra stent was implanted in the left circumflex coronary artery; not the left anterior descending (lad) artery, as originally reported. On (B)(6) 2018 the patient had an angiogram and the circumflex stent was found patent. On (B)(6) 2019 the angiogram found that the xience stent in the circumflex was widely patent. On (B)(6) 2019 the restenosis was in the lad. In the opinion of the physician, this event is not related to the xience study stent. The patient was compliant with the dual antiplatelet therapy for thirty days as prescribed. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The stent remains implanted.

Event description:
Patient ID: (B)(6). It was reported that a percutaneous coronary intervention (pci) was performed on (B)(6) 2018 when the 3.5x18 mm xience sierra stent was implanted in the proximal left anterior descending coronary artery (plad). Catheterization on (B)(6) 2018 showed disease in the mid and prox lad in between the first diagonal artery. The patient had chest pain that persisted through the (B)(6) 2018 pci and another pci on (B)(6) 2019. On (B)(6) 2019 the patient had worsening chest pain/angina. There was residual disease in the lad, septal artery, and third diagonal artery despite the patient having a left internal mammary artery graft. Angiogram found in-stent restenosis in the plad. Pci was performed with a drug eluting stent in the mid lad. Pci was also performed in the plad, septal and diagonal arteries. The chest pain resolved and the patient was discharged from the hospital by 9/4/2019. No additional information was provided.